Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Event description:
It was reported that the patient received a pump on (B)(6) 2024, complaining that the pump was under infusing ever since receiving the pump. The patient first reported the pump under infusing on (B)(6) 2024. The remaining volume after tpn infusion was completed was between 200-400 ml. When the patient infuses the tpn, the bag and the pump are on the floor by the patient's bed. Patient has a dl power PICC. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.